Manufacturer narrative:
The customer called back into technical support for further troubleshooting of the device that is still experiencing the reported issue of the device turning itself off while on a patient after replacing the ui assembly. The issue is not resolved. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Advised customer of a possible power supply or power management board problem. It was suggested to replace the power management printed circuit board assembly (pcba) and power supply, v60. The fse attempted to further evaluate the issue by disconnecting the battery, waited a few minutes, and then reconnected it. The device started up again, but the same issue occurred after a short time. Inspected cables by opening the devices tray to check for any loose or damaged cables. Unplugged and re-plugged all the cables, then restarted the device. Despite these efforts, the unit shut down again after about a minute of running. The fse replaced the original board with a new fco board; also inspected the board that was taken out for any signs of damage. There was none that the fse was able to see visually. After turning on the device, it ran for 30 min. No signs of it shutting down or any issues that reappear vs the previous board. Then swapped the new field correction order (fco) board back to the original board, and as soon as it powered on, the issue reappeared. It has been determined that the pm pcba that was previously replaced during an fco implementation noted in october 2024 may be defective and considered as an out of box failure. The investigation is ongoing.

Manufacturer narrative:
H11: updated device problem code grid. H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the biomed customer the latest version of the service manual. Biomed is reporting they are unable to reproduce the reported problem. Advised biomed of a possible ui board problem referencing the service manual for the repair. After further troubleshooting, it has been confirmed that the power management printed circuit board assembly (pcba) was causing intermittent power cycling (turning on and off). The manufacturer's field service engineer (fse) replaced power management printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the devices display will intermittently go blank, and the respiratory therapist is unable to power the device off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the biomed customer the latest version of the service manual is version. Biomed is reporting they are unable to reproduce the reported problem. Advised biomed of a possible user interface (ui) board problem referencing the service manual for the repair. The investigation is ongoing.